Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(6)) found the connector pin was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37791 serial# unknown: product type recharger product ID 37761 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they needed helping charging as they had poor coupling (zero coupling bars even after moving the antenna around and using adhesive discs). The neurostimulator was located in the abdomen (due to patient¿s body habitus and physician preference) and sometimes it was hard to get good coupling because the implant moved around a little bit, but most ofthe time they were able to get full coupling. It was noted the poor coupling issue started around the same time the connector pin on the desktop charger broke. Due to the poor coupling a new recharger antenna was going to be sent. Later in the day it was confirmed the implant was about 25% charged with four coupling bars and therapy was able to be turned back on.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the desktop charger (dtc) connector pin was broken. Agent asked for the event date and the patient stated, "shortly after I got it". The patient mentioned that they have had previous dtc replaced via patient services, due to broken connector pin. And they were disappointed that the manufacturer would design something like the dtc for patients who have movement disorders. The patient mentioned, that their right hand was shaking at the time of the call. Agent asked when the patient first noticed their right hand was shaking, but the patient did not answer the question. The patient said there was no way to stop their right hand from shaking, because the dtc connector pin was broken. Agent thought the patient's implantable neurostimulator (ins) might have turned off. So agent had the patient start an ins recharging session during the call. Agent then discovered, the patient's ins was low on charge (between 0-25%) and the ins was turned off. The recharger appeared to be fully charged, so agent advised the patient to continue charging the ins as much as possible. Agent asked, the patient if they had a 37642 patient programmer they could use to turn on the ins, but the patient did not know if they had one. The issue was not resolved. An email was sent to the repair department to replace the dtc. Agent also sent an email to the manufacturer's representative in the patient's area to inform them that the patient was interested in participating in the elective dbs recharger replacement program. Also informed the rep (via email), that the patient's ins was turned off and that they would likely require assistance turning it on. Please note: the patient stated, that their ins was implanted in their abdomen.